Event description:
An article titled "comparison of clinical outcomes between monofocal and multifocal intraocular lens implantation after implantable collamer lens removal combined with cataract surgery" documented patients who underwent implantable collamer lens implantation and removal, during (B)(6) 2024 and (B)(6) 2026. It indicates the patient's experienced lens opacification causing visual impairment. Flacs were performed, lens explantation, also phacoemulsification was performed using the centurion phacoemulsification system (alcon laboratories, fort worth, tx, USA) for nuclear emulsification and cortical aspiration. The article concludes with noting miol implantation provides excellent uncorrected distance vision and full-range vision with high spectacle independence. Siol implantation with myopic target results in poorer uncorrected distance vision but comparable corrected distance vision and superior optical quality. Both iol types have distinct advantages, and selection should be individualized.

Manufacturer narrative:
Manufacturer narrative: lens opacity (cataract), secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).